Manufacturer narrative:
Follow-up # 2. The test strips have been further evaluated by product analysis with the following findings: the test strips were found to have been exposed to moisture. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 device evaluation. The lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The reported issue was confirmed. In addition a secondary issue was noted; the test strips were found to have results above and below range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant; these tests passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately high compared to another device (ot ping). The reporter claimed obtaining blood glucose readings of "269 mg/dl" with the subject meter and "102 mg/dl" on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.